Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia with cgm readings up to 400 mg/dl and a meter value of 320 mg/dl after a recent supply change, with no alerts or alarms, while using an inset infusion set on the abdomen and a dexcom g7; the issue was linked to attaching the cartridge and connector prior to loading the cartridge into the pump and a bent cannula that was observed on removal, consistent with a use-of-device problem and an unspecified component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and indicated a use-related issue involving an unspecified component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.